Event description:
Baxter canada reported pt requested a swap of the homechoice device. No pt injury noted and no med intervention required per baxter qa. Upon return to mfg facility. Device was noted to be "wet".